Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz1191 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refz1191) have been reported from the same facility.

Event description:
It was reported via medwatch "during midline insertion, 8cm of midline tip broke off in the right forearm when guidewire became stuck. Pt required surgical intervention on to remove. It appears wire was removed successfully without long term harm. It is unclear whether this could be related to technique by new user or is related to the device directly."